Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged a 127-00ff call service occurred at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed several cs 127 illegal battery alarms. The pump was exercised for 24 hours with no duplicated alarms. Unrelated to the initial complaint, the pump was opened and the reference voltage measured out of specifications. The c38 capacitor was removed and the voltage reference measured within specifications.